Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer also reported about issues on cannulas. The customer's blood glucose was over 700 mg/dl at the time of the incident. The customer's blood glucose was 405 mg/dl at the time of call. The customer's blood glucose was 340 mg/dl at the end of call. The customer stated that he was given IV drip to treat her high blood glucose. The customer stated that he treated his high blood glucose with manual injections. The customer also reported that she experienced nausea and vomiting. The time of the hospitalization was 5pm and the date of the hospitalization was (B)(6) 2015. The customer performed high pressure test and the insulin pump passed with no delivery alarm. The customer was advised customer to change entire set, reservoir, insulin and treat per health care professional's instructions. The insulin pump will not be returned for analysis.